Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported that the bifuse tubing broken at the y site while connected to a patient in the hematology/oncology unit. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a broken bifuse at the y connection (parallel connector) was confirmed. The separation was observed at the engagement between the exit port of the parallel connector and smallbore tubing components. Further inspection of the separated tubing end observed trace of solvent along with a solvent ring away from the tubing end. Further visual inspection under magnification observed trace of solvent. Based on the noted solvent ring indicating the likely tubing depth previously within the parallel connector, the tubing looked to have been inserted fully. Dimensional analysis of the separated tubing was observed to be within specification of 0.079 ± 0.002 inches. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. The root cause has not been identified.

Event description:
It was reported that the bifuse tubing was broken at the y site during an infusion in the hematology/oncology unit. Although requested, there was no further information provided by the customer. There was no report of patient harm.

Event description:
It was reported that the bifuse tubing was broken at the y site during an infusion in the hematology/oncology unit. Although requested, there was no further information provided by the customer. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: safety scoop 345106. The customer¿s report that the bifuse tubing broke at the y site was confirmed. Separation was observed at the engagement between one of the exit ports of the bifuse adapter and smallbore tubing. Further visual inspection of the separated tubing end noted only slight solvent residue along the area. Dimensional analysis of the separated tubing was within specification; further handling/tug of the tubing engagements identified no separation or other issues. The root cause was identified to insufficient solvent being applied at the engagement of the tubing.